Event description:
This complaint is now reportable based on the analysis completed on 09/11/2006. It was reported that during a coronary drug eluting stenting treatment procedure, the 2.50x16 mm taxus express2 drug eluting stent kinked when trying to cross the lesion. The lesion being treated was located in the somewhat calcified left anterior descending (lad) artery. The lesion was predilated with a maverick and the procedure was completed with a minivision. No patient complications were reported. Patient status reported as "ok". Analysis of the returned product identified a shaft fracture.

Manufacturer narrative:
The cause of the shaft damage difficulties experienced during the procedure could not be determined. Product analysis verified a shaft kink and hypotube fracture. The delivery device with the stent on the balloon was received and a hypotube fracture and shaft kink was observed. The returned catheter exhibited a fracture of the hypotube located 21 centimeters distally from the edge of the strain relief. The catheter also exhibited a shaft kink located 19.5 centimeters distal from the edge of the strain releif. Microscopic examination of the fracture face revealed evidence that the hypotube had been severely kinked at the fracture site. Further examination of the fracture site did not reveal any inherent material discrepancies that would have contributed to this incident. It is believed that the kinking compromised the strength of the hypotube and contributed to its fracture. The cause of the original kink or the subsequent fracture could not be determined. Microscopic examination of the material surrounding the shaft kink did not reveal any inherent deficiencies that would have contributed to the incident. It was not possible to determine how or when the kink occurred. The cause of the original kink or the subsequent fracture could not be determined. There is one other complaint related to this batch number. The manufacturing records for top assembly batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.